Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section has been corrected (data entry error). Sections were updated with additional information (the device was returned). The esheath was returned to edwards lifesciences for evaluation with the liner fully delaminated and protruding proximally through the sheath hub.  Photos provided of the device after use showed circumferential liner delamination on the entire length of the esheath; the liner was seen protruding through the back-end of esheath hub; the delivery system had been retrieved through the esheath hub.  Visual inspection of the returned device showed the following: sheath liner delamination full circumferential along the length of shaft; marker band fully attached to liner; fold/stress mark on sheath shaft about 2" from the distal tip; minor soft tip damage.  Due to the nature of the complaint, functional and dimensional testing were not performed. During manufacturing, the sheaths are visually inspected for any defects.  All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections during the manufacturing process support that there were no any defects in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review revealed no other similar complaints.  A review of the complaint history from september 2018 to august 2019 for edwards esheath (all models and sizes) revealed other returned similar complaints for sheath distal tip liner delamination.  No manufacturing non-conformance was identified during the evaluations.  Available information suggests that procedural factors may have contributed to the similar events. A review of the complaint history revealed that the occurrence rate did not exceeded the control limits for the trend category. It should be noted that in this case the sapien 3 valve was implanted in the pulmonic position as part of a clinical trial procedure. The edwards sapien 3 valve (with the commander delivery system and esheath) is currently under investigation in the united states for pulmonic application.  The instruction for use - pulmonic (IFU) and training manuals for the sapien 3 valve in pulmonic position were reviewed no deficiencies were identified.  Per the IFU: insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance; insert slowly with continuous motion to minimize friction; ensure fully expandable portion remains completely within the vessel for proper hemostasis; ensure the sheath tip is inserted beyond the aortic bifurcation; do not use if the sheath is damaged (i.e. Kinked or stretched); completely unflex the delivery system; ensure flex tip is still over the triple marker;  ensure balloon lock is locked; ensure the balloon is completely deflated; pull the entire delivery system through the esheath; maintain guidewire position in the pulmonary artery. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for sheath distal tip liner delamination was confirmed by visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. Furthermore, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing nonconformance contributed to the reported event. A review of manufacturing mitigations supports that the sheath shaft has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. There was no note of abnormalities on the esheath during device preparation, suggesting that there was no issue with the device when removed from packaging. There is insufficient information (i.e. No imagery of patient information) to determine a root cause. However, a review of compliant history indicates that the patient/procedural factors (difficulty retrieving delivery system as a result of access vessel tortuosity/calcification) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limits were not exceeded for the applicable trend category, product risk assessment escalation, and corrective/preventative actions are not required.

Event description:
This was a transcatheter pulmonary valve replacement (tpvr) procedure. The sapien 3 valve was implanted in pulmonary position.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29 mm sapein 3 valve in the aortic position, upon removal, the inner lining of a 16f esheath came out of the proximal portion through the hemostatic valves.  Per report, the inner lining of the esheath peeled back through the end and was contained in the sheath.  There was no tear that was evident, the outer portion of the sheath was open at the expansion seam. There was no issues with the removal of the commander or the sheath and there was no patient injury.